Manufacturer narrative:
Product evaluation: the product was not returned for analysis. The lenses remain implanted. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Add'l information has been requested. (B)(4).

Event description:
A doctor reported a fibrin like membrane in the eyes of patients occurring approximately ten days following intraocular lens (iol) implant procedures. The membranes improved with steroidal eye drop application. The lenses remain implanted.